Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they had a patient in an arctic sun device they were trying to keep normothermic. The targeted temperature (tt) was 37c and the patient was above target, the water temperature (wt) was 5c and had been 5-9c. The device was not cooling the patient to target, nurse asking if this may be a device issue. Confirmed patient temperature (pt) was 99.1f. Explained the device was making extremely cold water and was trying to cool the patient to target. The device was responding appropriately, and it appears to be patient related. Confirmed the patient had adequate pad coverage, no exposed abdomen. Nurse stated patient was not shivering, micro shivering, or seizing. Suggested they consider other sources of heat generation and may consider consulting the provider. Encouraged nurse to call back with any issues.

Event description:
It was reported that the nurse stated they had a patient in an arctic sun device they were trying to keep normothermic. The targeted temperature (tt) was 37c and the patient was above target, the water temperature (wt) was 5c and had been 5-9c. The device was not cooling the patient to target, nurse asking if this may be a device issue. Confirmed patient temperature (pt) was 99.1f. Explained the device was making extremely cold water and was trying to cool the patient to target. The device was responding appropriately, and it appears to be patient related. Confirmed the patient had adequate pad coverage, no exposed abdomen. Nurse stated patient was not shivering, micro shivering, or seizing. Suggested they consider other sources of heat generation and may consider consulting the provider. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. The serial number for this investigation is unknown. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high-water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, refer to the arcticgel pad instructions for use for the appropriate flow rate. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated, and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.